Event description:
It was reported that a user applied a new freestyle libre 3 sensor and received an incompatibility message when attempting to scan with the ilet bionic pancreas app; the agent confirmed the user had a libre 3 sensor instead of the required libre 3+ and instructed the user to operate the system in blood glucose run mode until a compatible sensor could be obtained. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and continued therapy using blood glucose run mode pending sensor replacement. User support included customer interview and device use review. Investigation of this case revealed use of an incompatible third-party cgm sensor with the ilet app, consistent with user selection error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incompatible sensor selection.